Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 2/1/2024, it was reported by a distributor via (B)(4) that an ar-13999mf fastpass scorpion jaw does not close completely when the needle is passed. This was discovered during an rcr procedure on (B)(6) 2024. The fastpass scorpion was lubricated but the issue persisted so the case was completed by using another fastpass scorpion.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 15127998 was received for investigation. Visual evaluation of the device noted that the ar-13999mf fastpass scorpion jaw would not close completely. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 10652647 into the complaint device and it was noted that when the needle was fired the jaw would not close completely as expected. CAPA-00348 was opened for this issue. This is a known manufacturing issue. Refer to investigation photos.